Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The investigation on the device is on-going at this time. A follow up report will be provided after the inspection results are available.

Manufacturer narrative:
Exemption number e2011009. B braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (MFR). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Result of investigation: this history files were read and analyzed. The indicated device alarm was logged once. The device showed slightly external damage. It passed the self test with a positive result. The syringe, which was engaged for technical purposes was dependably identified and could be selected. Within the test run, no abnormalities were assessed. The complained device alarm is new and was not reported before. To avoid this device alarm, meanwhile a workaround was generated and customer was informed. The software version is not distributed in the us. The hospital is investigating the reason of the pt death. The second involved pump is reported under MFR report # 9610825-2012-00289.

Event description:
As reported by the user facility (translation of user facility information by (B)(6) in the netherlands): device alarm during transport situation: during transport of the patient from the okc to the ICU they had two pumps with norepinefrine 0,2mg/ml. One pump with flow 8,3ml/hr, the other with flow 0,1ml/hr. When they changed the flow of the first pump, and confirmed this change, the pump went into device alarm 1132. After that they wanted to use the second pump with flow 0,1 ml/hr, but it went into a user alarm. When this alarm was confirmed with ok it went into device alarm 1018.